Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. The physical condition of the device had a cracked battery door, lifting "dso" seal and worn "uso". No evidence was found in the event history log. The complaint was confirmed in that at least one of three delivery accuracy tests performed was outside of the published specification. The root cause was the expulsor. It was unknown what caused the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the pumps expulsor be replaced to bring the delivery into more nominal of a range.

Manufacturer narrative:
Other, other text: b3: date of event unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibits a value that is too high (21.42ml). During testing/no patient injury.